Event description:
Litigation alleges that patient experienced pain in his hip and leg, making it difficult for him to walk or perform physical activity. The pain has gradually worsened, now interfering with his daily life and limiting his mobility. Additionally, it is alleged that patient is also suffering from metallosis.

Event description:
** Update ** (B)(4) 2013 - complaint has been reopened because a maude report ((B)(4)) submitted by an attorney states that patient is experiencing pain, pinching, burning, and popping. It is also alleged that patient has elevated levels of cobalt and chromium in his blood. Part and lot numbers have been identified and the complaint is being updated accordingly. No revision reported.

Manufacturer narrative:
(B)(6). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update ¿ 10/04/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported synovitis and ¿granuloma posteriorly presumably from the metallosis from the metallic ions¿. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear/metallosis, and elevated metal ions. Associated contact was updated.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation has been reopened due to receiving part/lot information. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
. Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions. Associated contact was updated. Doi: (B)(6) 2003 - dor: (B)(6) 2013 (left hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/21/2014- pfs and medical records received. A dor has been provided. After review of the medical records for MDR reportability, the revision operative note indicated synovitis, pain, metallosis, and increased metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision.